Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported on (B)(6) 2021, that the patient experienced abdominal pain. An x-ray revealed a "small mass in the pig tail area." On (B)(6) 2021, the patient underwent a procedure to replace the j-tube where a bezoar was observed. No damage is observed in the gastric mucosa.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported on (B)(6) 2021, that the patient experienced abdominal pain. An x-ray revealed a "small mass in the pig tail area." On (B)(6) 2021, the patient underwent a procedure to replace the j-tube where a bezoar was observed. No damage is observed in the gastric mucosa.